Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cs300 experienced a balloon rupture, which may have allowed blood to be drawn into the device. However, upon inspection, no blood was found inside the device and no issues were identified. No harm or injury was reported.

Manufacturer narrative:
Additional contact info: (B)(6) updated fields: b4,e1(initial reporter),g3,g6,h2,h6(type of investigation, investigation findings, investigation conclusions),h11 a getinge field service engineer (fse) inspected the interior of the device and confirmed that no blood had entered the unit. No abnormalities were found. A full functional check was performed, and the device operated normally with no issues identified. All functional and safety tests were completed, and the unit passed according to factory specifications.

Event description:
N/a.